Event description:
Atty's report of pt's alleged pain, adhesions and explant of mesh patch due to defective mesh. In 2002, the pt underwent surgery for hernia repair in which mesh patch was implanted. In 2004, the pt underwent surgery with implant of a second mesh patch. In 2005, the pt underwent surgery to explant both the mesh patches and adhesions.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available. Reference MDR 1213643-2008-00231 for info related to the first mesh implanted.